Manufacturer narrative:
The product was not returned. A slit lamp photo was provided in the file. Product history records were reviewed, and the documentation indicated the product met release criteria. The associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of "something like large vacuole found". The lens remained in the eye. The provided slit lamp photo was reviewed with the following results: one slit lamp photograph was provided for review. Direct focal illumination shows two whitish areas with potentially darker/clearer areas within, where the location is difficult to determine relative to the iol. The whitish appearance could potentially be associated with the presence of a confluence of microvacuoles sometimes referred to as subsurface nanoglistenings. The reported observation of ¿3-4 white vacuole like objects¿ was unable to be discerned. A more conclusive determination would require further assessment best performed by regional clinical personnel through additional photographs and discussion with the event reporter. The reporter indicated that the lens was implanted at the facility in 2008. The visual acuity is 1.2 and so far it is looking fine. The customer regularly sees patients with other medical conditions (glaucoma), and at the end of last year, 3-4 white vacuole like objects larger than a glistening were found in the lens. Follow up attempts were made for additional information and clarification. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that clouding within the iol was discovered by mydriasis examination. The corrected visual acuity was (1.2). Patient was under observation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation surgery,something like a large vacuole was found in the lens that was implanted in (B)(6) 2008 at the facility. The visual acuity was 1.2 and at the end of last year there were 3-4 white vacuole like objects larger than a glistening were found in the lens. The sample was not available as it still remains in the patient's eye.